Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beep tones emitted from this device. The ICD was recently interrogated and all was normal. It was inquired as to whether the beep tones could be related to the advisory this ICD is a part of. Additional information was received that this ICD was found to have declared elective replacement indicator (eri) due to an extended charge time. The ICD was explanted and will be returned. Analysis has been requested.